Event description:
Upon completion of cervical discogram c3-4, c4-5 possible percutaneous discectomy, physician was unable to remove the arthrocare wand. Under gentle manipulation the wand was removed, it was noted the tip was not intact but retained in disc space c4-5. Arthrocare corporation was notified and advised the facility the materials involved were implant grade and biocompatible. Arthrocare recommends not attempting to remove the material from the disc space.